Manufacturer narrative:
The sample is lithium heparin with a gel barrier that was centrifuged for 3 minutes at 5200rpm on the automation line. Per service notes, the sample was filled to the recommended volume of the collection tube. Qc was within the customer's established ranges prior to and after the event. On (B)(6) 2011, system check was performed which met specifications a bci field service engineer (fse) performed the following: verified the alignments were in specifications. System check, high sensitivity system check, carryover and prevision tests. All tests met specifications no hardware issues were addressed that would have contributed to this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated thyroid stimulating hormone (tsh) result above the normal reference range for a patient generated by unicel dxi 800 access chemistry analyzer. The result was not reported out of the laboratory. The sample was repeated on an alternate unit and lower result within the normal reference range was obtained. In addition, the initial sample was aliquoted, centrifuged, and analyzed on the same unit as well as the alternate unit. The results obtained were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.